Event description:
New information received notes the device was explanted and replaced. Patient was fine throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within the expected limits.

Event description:
New information notes that device has been returned for evaluation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow up, premature battery depletion was observed. The remaining battery longevity dramatically dropped from the expected longevity at the last check up. A device replacement is planned. No further information is available.